Event description:
During a routine follow-up visit, the patient reported that the physician told him the "lead is not functioning and the voltage needed to be turned down. He also reported that the doctor told him the lead would need to be replaced. Additional information received from the physician's office is that adjustments were made, there was no evidence of lead fracture and the lead was not replaced. It was reported that the atrial lead was later capped and replaced due to undersensing, unacceptable thresholds, an apparent fracture and no capture. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.